Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer will reset pump when ready, following complete pump reset information provided by cts, and will follow up if the issue persists.